Manufacturer narrative:
Date sent: 01/27/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the jaws sprung out when used. Another device was used to complete the procedure. There was no adverse consequence to the patient.